Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a frayed wire was observed on the mega suturecut needle driver instrument. No missing or fallen pieces were reported.